Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  This is a duplicate report of (B)(4). (B)(4) is being converted to a npi record as it is a report duplication. All new information pertaining to the event, all updates to investigation(s) and/or regulatory reporting will be maintained in (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Patient had dislocation and during the revision the liner disassociated from the cup replacing the liner twice as stated on the event description which was done on the same day on the same patient and on the 3rd time the liner locked in to the cup. Doi: (B)(6) 2004, dor: (B)(6) 2019.